Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) catheter separation; catheter broke approximately 2.2 cm from the hub. There is stress marks along the slit up to the area it broke. The distal segment of the catheter is slit spirally and indicates difficulty slitting with stress marks and cracking visible.

Event description:
It was reported at the end of implantation procedure, during cutting, the catheter had broken itself. No patient complications have been reported as a result of this event.